Manufacturer narrative:
Parent record pr# (B)(4) has been identified as a duplicate of pr# (B)(4) and has been processed accordingly. Please refer to pr# (B)(4) (MFR report number: 3030677-2024-03307), pr# (B)(4) (MFR report number:3030677-2024-03320), pr# (B)(4) (MFR report number: 3030677-2024-03335) for the full investigation of this issue.

Event description:
It was reported to philips that device has failure ECG display after shock delivery in 3 patient cases for 5-10 seconds. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. Based on this the event will be considered a reportable event. Parent record pr# (B)(4) has been identified as a duplicate of pr# (B)(4) and has been processed accordingly. Please refer to pr# (B)(4) for the full investigation of this issue.

Event description:
It was reported to philips that device has failure ECG display after shock delivery in 3 patient cases for 5-10 seconds. Additional information has been requested. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.